Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose ranged from 80 mg/dl to 250 mg/dl. Customer declined to provide further information to tandem technical support and declined troubleshooting assistance. Reportedly, customer continued to use the pump for insulin therapy.